Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the outer surface peeled off and migrated into the pulmonary artery. A viking¿ catheter was selected for cardiac resynchronization therapy device implant procedure. During procedure, the device was advanced into the coronary sinus and the terminal part of the catheter was cut. An acuity¿ pro external guide catheter was then inserted to allow the left ventricle lead to be placed in the target vein. Difficulty in advancing the guide catheter was noted after several maneuvers into the ostium of the coronary sinus. The guide catheter was then positioned near the ostium and as a buddy device, a diagnostic catheter was advanced to the coronary sinus. However, it was noted that the outer surface of the device near the proximal portion which was intentionally cut became detach and was stuck in the guide catheter. Within minutes, the detached component migrated to the pulmonary artery and was recovered using an appropriate loose recovery system via the femoral artery. The procedure was completed with this device. No further patient complications were reported and the patient status was fine.